Event description:
The reporter stated that the surgeon was inserting a 19.5 diopter three piece silicone lens in the cartridge and the trailing haptic got stuck in the cartridge and tore off during insertion into patient's eye. No patient injury. The cartridge used is not recommended for this type of lens.

Manufacturer narrative:
The product pertaining to this claim was not received however, the lens was, and a visual inspection shows a haptic is torn off into the optic of the lens and there is another tear in the optic. There is clear surgical residue on the lens. It should be noted that the injector was not received.